Event description:
A malfunction was reported due to malf 12, although no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and instructions were given to continue using the pump while monitoring for any recurring malfunction codes. The customer acknowledged and understood the guidance provided.